Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ deflation-ndr: not applicable as the event is not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed opening in radius side assessed as surgical damage. ¿ brown particles observed outer the device. No further actions are required as the device was implanted.